Event description:
The customer reported the system failed to record patient exams. This is likely a data loss situation. There are no reports of patient injury or death associated with this event.

Manufacturer narrative:
No conclusion can be drawn as repair information is unavailable.